Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. Lacking any additional evidence in the complaint file attachment, and details in the complaint description, a probable cause could not be determined. Therefore, this complaint has been closed as unconfirmed. If the product is returned, this complaint will be reopened for further investigation. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date of 2018-018-29 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Customer response was attached to the complaint. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received from a customer response email on 07-sep-2022: event occurred 31-aug-2022. The fluid warmer was not in use when the alarm occurred. The device never warmed up. No injuries were caused.

Manufacturer narrative:
UDI and serial/lot number are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer is not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.